Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level. Customer's blood glucose value was 2.7 mmol/l at the time of the incident. The customer stated she had coffee and blood glucose on freestyle was 4.8 mmol/l. Customer stated that when she was manually priming it with plunger, insulin not coming out and she feels a resistance. She used free style libre and did not confirm her blood glucose with meter. The device will not be returned for analysis.